Manufacturer narrative:
The end user was using the knee walker while recovering from the surgical repair of an achilles tendon rupture. It was reported that while using the device, he suffered an injury to his left middle finger that required surgical intervention. The extent of the injury was not reported. The details pertaining to how it occurred were not provided. It is not known what role the device played in the incident. However, due to the reported injury and need for surgical intervention, this medwatch is being filed.

Event description:
The end user suffered a finger injury while using the knee walker that required surgical intervention.